Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device cannot complete the boot-up process in order to power on. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device cannot complete the boot-up process in order to power on. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio-control replaced both the user interface (ui) and system controller (sc) pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further evaluated the removed ui pcb assembly and determined that it had caused the reported issue; however, further component level cause could not be determined. The removed sc pcb assembly was an ancillary part and there was no failure.